Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level over 500 mg/dl. Customer states location of the leak was customer site. Customer stated that her insulin pump was leaking and she went to her health care professional and they checked the pump and everything was fine. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.